Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the pcb board had failed, which caused the no flow out alarm to fail. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that patients caretaker had dropped the pump. There did not state that there was any malfunction occuring. When the pump was returned to mmdg for evaluation the no flow out and load set alarms failed. It did not alarm as expected. The initial reporter stated they did not have any additional information regarding the complaint. The alarm failures were discovered at mmdg. (B)(4).